Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that a patient underwent a revision surgery on october 10th, 2019 due to noise and liner fracture. During this revision procedure, a different biolox delta ceramic taper liner was implanted together with a new biolox delta ceramic femoral head. The stem and cup were left in-situ. After that surgery, a bacterial culture was done. No abnormality was found in the first three days, but in the 7th to 8th day, a bacterial infection of staphylococcus protuberans could be confirmed. Patient was brought back to the hospital for an infection treatment. He received injections for two weeks and was discharged from hospital successfully. Review of received data: four x-ray images were received and reviewed. Radiologist evaluation describes the presence of an hyperdense material overlying the proximal femoral diaphysis of uncertain etiology. Whether this hyperdense material could be attributed to an infection could not be confirmed. Surgical report was received and reviewed. A large amount of inflammatory granulation tissue hyperplasia was found on the posterior side of proximal femur was identified and retained intraoperatively to be sent for examination. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Instruction for use was reviewed for the femoral head. These devices are provided sterile (sterilized by gamma irradiation - indicated by the sterile r symbol on the label) and remain sterile as long as the package integrity has not been violated. Inspect each package prior to use and do not use the component if any seal or cavity is damaged or breached or if the expiration date has been exceeded. Once opened, the component must be used immediately or discarded. IFU also mentions that biolox delta ceramic femoral heads may only be mounted on brand-new femoral stem taper. Do not use the biolox delta ceramic femoral head in revision surgery unless the femoral stem is also being revised. Conclusion summary it was reported that a 62 year-old male developed infection < 1 year post-op. Pre-existent conditions such as diabetes, week immune system, use of tobacco. And other possible risk factors are unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). According to IFU, a biolox delta ceramic femoral head is not to be used in a revision surgery unless the femoral stem is also being revised. As per surgical report during this procedure a biolox delta ceramic femoral head was implanted on a non-revised stem. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of these devices certifies the suitability of sterilization. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that unsterile implants caused the infection. Moreover, no trend on infection has been observed for these lot numbers. It is highly unlikely that they have caused or contributed to the infection here reported. An infection could have numerous root causes. Possible causes of infection include wrong handling of device or packaging damage before use; presence of contamination agents during surgery; extended surgical time, wrong re-sterilization procedures for instruments, etc. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: biolox delta ceramic taper liner, size ll / 40 i.d. For use with 58 mm o.d. Size ll shell; item#00877501340; lot#2976541; femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 13 138 mm stem length cementless; item#00786401300; lot#63994836; shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners; item#00875705801; lot#64063338. The manufacturer received x-rays and other source documents for review. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet's reference number for this file is (B)(4).

Event description:
Patient was implanted on the right side and currently being monitored for infection.